Manufacturer narrative:
This report is being supplemented to provide corrected data. MFR report # 3011050570 - 2023 - 00073 patient identifier: (B)(6). Please see updates to d4: the correct UDI was updated to (B)(4).

Manufacturer narrative:
The device was returned to olympus for evaluation and the complaint was confirmed. The transducer had no output, which was likely due to disconnected or damaged internal wires. No physical defects were noted. Review of DHR records provided no indication that manufacturing procedures contributed to the reported event. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. It has been over 3 years since the subject device was manufactured. Based on the inspection findings and available information, the exact cause of the complaint could not be determined. However, with repeated cleaning and sterilization cycles, the internal wire may become disconnected or damaged due to mechanical vibration of the spl probe. These factors could have potentially contributed to the reported failure. The shockpulse IFU (instructions for use_spl-IFU_an) states: "perform the prescribed inspections prior to first use and regularly thereafter to ensure continued satisfactory performance" (page 3) and "a back-up transducer and probe should be sterilized and available prior to beginning a procedure" (page 4). Additionally, "olympus recommends that the generator and transducer are returned every 24 months for a calibration and safety inspection." (Preventive maintenance, page 29) olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the lithotripsy transducer shockpulse-se was not working properly, came up red when the or tried to use it. The issue was observed during preparation for use. There were no reports of patient harm or impact associated with this event.